Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated the leads were explanted and replaced resolving the issue. During lead replacement it was noted that one of the leads were kinked near the anchor site.

Event description:
Related manufacturing number: 3006705815-2021-00420. It was reported the patient was unable to set their ipg to MRI mode due to high impedances on one lead. X-rays revealed that the lead with high impedances had migrated. It was noted that the patient had 2 falls. As a result the patient may undergo surgical intervention to address the issue. It is unknown which lead had the impedance issues and had migrated, so both are being reported.